Manufacturer narrative:
Additional, changed, and/or corrected data: a2, b6, h6. Device evaluation: device photograph(s) for the device related to the reported event of rupture and lymphadenopathy was requested january 10, 2025. It is not possible to determine the lot number or catalog number through the photos provided. Visual analysis of the photographs identified: rupture: observed, opening on the device but cannot perform an assessment of the opening as no microscopic analysis can be performed. Lymphadenopathy: unable to observe since it is not related to the device. No additional observations are performed. No further actions are required since no issue in the manufacturing of the device is observed.

Event description:
Healthcare professional reported *right prosthesis shows intracapsular capsular unfolding with the presence of periprosthetic fluid with low-level echoes inside, signs suggestive of intracapsular rupture via ultrasound and "right axillary region with inflammatory lymphatics." Device has been explanted replaced with non abbvie device.

Event description:
Healthcare professional reported *right prosthesis shows intracapsular capsular unfolding with the presence of periprosthetic fluid with low-level echoes inside, signs suggestive of intracapsular rupture via ultrasound and "right axillary region with inflammatory lymphatics." Device has been explanted replaced with non abbvie device.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The reported events lymphadenopathy and seroma are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: intracapsular rupture, ¿bilateral periprosthetic fluid¿, ¿right axillary region with inflammatory lymphatics¿